Event description:
It was reported that an occlusion alarm occurred and that insulin drips were not observed to be exiting the tubing during the load fill process. The customer's blood glucose (bg) was "high", although specific value was not provided. Customer administered a manual injection of insulin to address the elevated bg. The customer changed pump supplies to address the issues. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issues; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.